Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert and subsequently the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.